Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 09/23/2021, it was reported by a sales representative via email that an ar-12990n needle tip bent at the suture passage into the knee with correct technique. There was no patient effect reported. Additional information requested. Additional information provided on (B)(6) 2021 a meniscal reinsertion was being performed. The device broke as the suture passed through the meniscal repair site, all fragments were removed. The case was completed using lca instruments.